Event description:
It was reported that the right ventricular (rv) lead pacing impedance had been gradually increasing over the past year and was now high. It was also reported that the lead has chronic high thresholds. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Rv pacing impedance was steadily rising from 836 ohms up to 1292 ohms; capture thresholds not verified as capture management was not programmed.